Manufacturer narrative:
Internal complaint reference case-(B)(4). The sample is under evaluation by the manufacturing site. Preliminary results of investigation found that the reported device was received for evaluation. It was determined the device did not contribute to the reported event. A visual inspection observed pins in the wand port show burn/arc dmg and dried liquid around all the ports on the front of the unit. A functional evaluation revealed most settings were not tested due to the potential equipment damage from the wand port. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include there may be a wand detection circuit failure, damaged receptacle, plugging in a wet wand connector, or exposure of saline to the wand receptacle. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the coblator controller kept burning out. No information has been provided as to when the event was noticed, how was it resolved or if there was patient involvement. Results of investigation have concluded that the port of this unit showed burn/arc damaged caused by electrical shorting which makes it a reportable event.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reported events. A review of risk management files found that the reported failure was documented appropriately. A visual inspection observed pins in the wand port show burn/arc dmg and dried liquid around all the ports on the front of the unit. A functional evaluation revealed most settings were not tested due to the potential equipment damage from the wand port. The failure of material deformation was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. The failure of arc/burn damage was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include there may be a wand detection circuit failure, damaged receptacle, plugging in a wet wand connector, or exposure of saline to the wand receptacle. No containment or corrective actions are recommended at this time. Correction in h6 (health effect - impact code & medical device problem code).